Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-9236-03pp trial is damaged non-specifically. This was discovered during a case with no patient harm. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection it was noted that the central post is broken. The post was not returned for evaluation.